Event description:
Senseonics was made aware of an incident where user reported that the sensor feels too high under the skin and causing persistent irritation, burning sensation, and a constant urge to scratch. The symptoms were first notice on (B)(6) 2025. The doctor prescribed fenistil gel for topical application to help prevent scratching. The user wanted to get the sensor removed because the insertion site was slightly swollen.

Manufacturer narrative:
The user reported that the sensor feels too high under the skin and causing persistent irritation, burning sensation, and a constant urge to scratch. The symptoms were first notice on (B)(6) 2025. The doctor prescribed fenistil gel for topical application to help prevent scratching. The user wanted to get the sensor removed because the insertion site was slightly swollen. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.